Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was indicated as having had a traumatic brain injury (tbi), ulcerative colitis, type 1 diabetes, and rheumatoid arthritis (ra). The patient had been told previously to come in immediately to have a catheter dye study. The physician was noted as having been ill trained to perform the study and failed. It was noted that the physician assumed there was a major issue and told the patient they needed to have magnetic imaging performed (MRI) as it was a life threatening issue. It was further noted however that the physician was wrong and they also had the patient come in for a 2 hour MRI. Regarding the catheter issue and change in therapy/withdrawal/pain, the issue was unresolved. The results of the dye study and MRI remained unknown to the patient as they had not heard back from the healthcare provider and it was indicated as having been over 3+ months. The patient had been discharged from their physician regarding cost and medicare. The patient contacted other physician¿s for help. The patient found a new physician and it was indicated that no issues were found.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# j10953r54, implanted: (B)(6) 2002, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine (unknown concentration at 20 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient moved to colorado and the physician noted the dose was pretty high. The patient had a consult and the second time he got in to see the doctor, the doctor had lowered his dose. The physician ordered a dye study on (B)(6) 2016 because of his high dose and noted something seemed to be wrong with the tubing. It was noted they were unable to aspirate the catheter so they did not proceed for a dye study and the patient was ordered a magnetic resonance imaging (MRI). The patient noted he went through some withdrawal after the dose changed. The patient noted he had an MRI on (B)(6) 2016 and was told that he would get a call the next day. The patient received a call on (B)(6) 2016 and was told that they were no longer going to be seeing him because he had refused to cut down on the medication. The patient noted that came about because the healthcare provider (hcp) was not at his last refill and the patient had asked the hcp to inform him prior to making changes so he could stay informed. The patient noted he had questioned the other doctor about the dose change and the doctor had told him to speak to the hcp. The patient noted he was never informed of the MRI results. The patient noted he would do anything to get where he needed to be. The patient was freaked out because the doctor said he had a life threatening situation but didn't tell the patient what was going on. The patient noted he was willing to go down on his medication but told them to do it quickly because he was in a lot of pain. The patient worked with his prior control for several months to get it to a comfortable level for him to help with his pain. The patient was scared and confused about what to do. The patient noted the pain started "30-40 days" prior to the date of this report. It was further reported the doctor called the patient back and confirmed they would not be taking care of his pump anymore. The patient noted he would start looking for a new doctor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.